Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3252 is based upon evaluation of the actual device return; 213 is based upon evaluation of the measurements of the actual device returned. One 6 fr 90 cm destination sheath assembly, dilator and the valve assembly were received. No other accessory components were returned. The sheath was subjected to visual analysis and a flattened segment was observed. Measurements of the flattened segment was found to be starting at 16.5 cm from the hub and ended at 20 cm. The outer diameter of the sheath was measured to be 0.28 cm which is within specifications. No other visual anomalies were observed. The dilator was subjected to visual analysis and no visual anomalies were observed. The complaint can be confirmed for sheath mechanical damage due to the flattening noted on the sheath. Based on the investigation, the cause of the event cannot be determined as it is likely that the flattening of the sheaths could have occurred due to the application of transverse compressive forces. The source of these forces could not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a during a peripheral intervention case, tech noted that the 6f x 90cm destination dilator would not fit/advance into the destination catheter. Another 6f x 90cm destination was used successfully instead. The patient was in stable condition. The procedure was a success. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.